Event description:
Caller alleged imprecision with inratio. Result as follows: first test inr = > 7.5. Second test inr = 5.8.

Manufacturer narrative:
Inratio precision data provided by end-user. First test inr = > 7.5, second test inr = 5.8. Mean = na; sd = na, %cv = na. The %cv cannot be determined. Products will be tested.